Manufacturer narrative:
The lot number is unknown. Evaluation, results: the lead was visually inspected and compression damage was noted. The device was functionally tested and found that one of its channels is intermittent. All other channels measured less than 4 ohms. Conclusion: the cause of the reported complaint was confirmed. The lead has an intermittent channel at the stimulation and electrode. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, it was reported that a patient with a scs system requested to have the device removed. The patient stated that the stimulation was no longer effective. The patient refused to be reprogrammed.